Manufacturer narrative:
Complaint (B)(4): received 1rk 454322/b240933j for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. Two tested samples had a draw volume slightly below the acceptable range. However, the crucial factor in coagulation testing is the citrate to blood ratio, and the mixing ratio between citrate and blood was within the acceptable limits. The complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states tubes are not filling correctly, usually less than half the volume required for the tube.